Event description:
A review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4), it was discovered that the monitor produced pulse current faults. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor produced 'pulse current faults'. Pulse current faults would prevent the high voltage capacitors from charging. The cause of the faults was improper seating of the interconnect pca board. The root cause of the improper seating cannot be positively identified. No adverse event resulted from the faults. The pt received a replacement monitor.